Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit received with a blank display anomaly due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Unit received with pillowing keypad overlay and minor scratches on case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.